Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was no longer able to cycle and properly inflate the device, which led to an in-clinic evaluation. Despite troubleshooting, the inflation issues persisted. It was decided to perform a revision surgery; the entire device was removed and replaced. Fluid leak was suspected but it was not confirmed during explant. No patient complications were reported.

Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.